Event description:
It was reported that there was a fractured right side extension wire. It was also stated that there might have been a loss of therapeutic effect, though it was unclear due to limited information available. The replacement procedure for the right side extension would be performed two days from the report, on 2013-03-14. Three days later it was reported that the cause of the fracture had not been determined. The right ventral intermediate nucleus (vim) extension was replaced. There were impedance issues. The following electrode pairs had high impedances: c <(>&<)> 4 > 40,000 ohms 4 <(>&<)> 5 > 40,000 ohms 4 <(>&<)> 6 > 40,000 ohms 4 <(>&<)> 7 > 40,000 ohms. It was also stated that, during the replacement surgery, the right side implantable neurostimulator (ins) was replaced. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 7428, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3387-40, lot # j0451702v, product type lead; product ID 3387-40, lot # j0451702v, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type extension; product ID 748240, serial # (B)(4), product type extension; product ID 7436, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 7428, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3387-40, lot # j0451702v, product type lead; product ID 3387-40, lot # j0451702v, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (stimulator 7428 ins, serial # (B)(4)) found the battery was not in a new condition. Final functional test failed due to this condition. Connector module was scratched. Access hole adhesive had a cosmetic cut. Setscrew was backed out too far. Shield/can was found to be scratched. Insulation coating was scratched. System test showed a good, stable output. Ins and cut extension were tested together using electrode pairs ins had when it had been received for the output settings . System test was conducted on the ins to the broken end of the extension, 4-7 port. Analysis of the extension (extn 748240 quad low, serial # (B)(4)) found its coiled conductor wire was broken. The extension was cut in two segments, proximal and distal. Proximal end was not visually examined. Setscrew mark was not examined since the extension was returned connected. Conductors were broken. All conductor circuits were broken at 11.2 cm from distal end. The break was located in the extension body (coiled wire). Outer insulation was also broken 11.2 cm from distal end. Setscrew #6 was missing at the distal end. The continuity of the distal segment was acceptable and there were no short circuits. There was a broken end of the extension to distal end of the lead. System test showed a good, stable output. Ins to cut extension were tested together. All electrode pairs were used for output settings. The end of the extension was broken, not cut.

Manufacturer narrative:
(B)(4).